Event description:
It was reported that patient underwent a knee revision procedure removing competitor parts on (B)(6) 2012. During the procedure, the offset tibia tray adaptor did not fit with the adaptor handle. Another offset tibia tray adaptor was available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall based on an operator issue that was determined as part of an internal investigation. (B)(4).